Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 450 mg/dl. The customer was treated for high blood glucose with syringes. The customer reported that the insulin pump had no delivery alarm while there was half of vial of insulin was present. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was programmed with test mini-link and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph and no anomaly noted.